Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure externalized conductors was observed under fluoroscopy on the rv lead. Patient was asymptomatic. Intermittent loss of capture was also at the max output. No other anomalies were found. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure and will continue to be monitored normally.

Manufacturer narrative:
(B)(4).

Event description:
New information received: oversensing issue was observed on the lead as well.